Manufacturer narrative:
(B)(4) the g5 system is associated with product code pqf. Product code pqf is not currently available in common device name.

Event description:
Dexcom was made aware on 01/10/2017 that on (B)(6) 2017, there was a (B)(6) pairing failure. No additional patient or event information is available. Data was provided for evaluation. The reported receiver message for low transmitter battery was not confirmed via data. However, a loss of connection was found. The root cause could not be determined post-investigation. Based on the findings of a loss of connection, this is now reportable.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and no failures were detected. A voltage test was performed and the transmitter has voltage. A pairing test was performed and the test passed.. A review of the downloaded data log did not confirm the reported event a pairing failure. A root cause could not be determined.